Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure. The right internal jugular vein was used as the puncture vessel, and the port was placed on the right chest wall. During pre implantation flushing of the catheter, it was observed that the catheter did not have printed scale markings. There was no reported patient injury.